Manufacturer narrative:
(B)(4). Date sent: 07/13/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 07/24/2025. D4: batch #995c26. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. Further inspection revealed that the closing trigger and the jaw could not be closed. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, some residue that appears to be glue was noted at the frame, causing the internal parts cannot work normally, thus causing the closing trigger to fail to close; which lead to the device not been able to fire. Additionally, photos were provided and they showed one psee60a device in opening position and its packaging, no more information could be obtained from the provided photos. Based on the information currently available, a product issue was identified during the investigation of the sample received. This defect has been potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Due to the device returned condition we were unable to investigate further the reported malformed staple. A manufacturing record evaluation was performed for the finished device batch number 995c26, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 06/29/2025 d4: batch #unk.. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #psee60a, with lot/batch #c9e60y, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastrectomy procedure, it was observed that some of the staples malformed with irregular shape after firing. Suture was used to oversew. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.